Event description:
Boston scientific received information that this chronic brady lead exhibited a high out-of-range (oor) pacing lead impedance (pli) measurement of 2,100 ohms range. Pacing threshold and sensing were good. Boston scientific technical services (ts) explained that this lead could have up to 1,800 ohms range which is normal for this high impedance lead. Also, ts recommended to observe if all other lead measurements were stable. This brady lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.